Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from a letter sent to them. Patient reported their weight at the time of event was (B)(6). Patient reported cause of why ins was shutting off was not determined and indicated they have several controller problems. Patient indicated the last 4 weeks the system has been off for 1 week. Patient indicated they stopped using because they had it turn up to max and then they could not turn off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. Within the last month or so, sometimes when the patient goes to bed, they will wake up in the middle of the night and notice that their ins is shutoff so they have to turn it back on. The patient has no idea how the device gets shut off. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.